Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99076 supplemental rationale corrected data: b5, h6, h11 4 previously reported events were included in this follow-up record. Product return status (B)(4) devices were received. (B)(4) device was not available for evaluation. (B)(4) device investigation type has not yet been determined. Evaluation findings (results/components) (B)(4) devices: fracture problem / rod/shaft (B)(4) device: no findings available / part/component/sub-assembly term not applicable (B)(4) device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition (B)(4) devices: archived by stryker. (B)(4) device: product not received. (B)(4) device: product disposition is not yet determined.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 3 devices had investigation types that have not yet been determined. 1 device was not available for evaluation. Evaluation findings (results/components) 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable 1 device: no findings available / part/component/sub-assembly term not applicable product disposition 1 device: product not received 3 devices: product disposition is not yet determined additional information 4 devices were labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 4 events for the failure: fracture. - 4 events had no health consequences or impact.